Manufacturer narrative:
Investigation summary: the event represented is not addressed in the device labeling. A malfunctionn did occur. This reportabel MDR event was investigated as part of an ongoing study of the axsym system by abbott into the causative reason for malfunctions. Results of the investigation yielded a number of system enhancements implemented on customer units. Improvements included axsym system software version 3.0 with enhanced algorithm for fluid detection, new buffer tubing and seal fittings which reduced bubbles forming in tubing lines, modifications to the liquied level sense board to decrease sensitivity of the instrument to electostatic discharge, and packaging modifications for added protection to probes. In addition, abbott has emphasized to our customers that correct operating procedures must be followed to ensure optimal performance of the axsym system. Areas that were emphasized included probe crash recovery procedure, recommended tube sizes and types, opening reagent bottle 4, proper loading/unloading of reagent packs, and ensuring proper sample and reagent handling. This is the final report.

Event description:
On or around 2/15/97, the account received an erratic valproic acid result, while operating the analyzer. An initial result of < 0.7 mg/dl, which had been repeated, was reported. The nurse questioned the result because the pt had just received his medication. The sample was repeated again and a result within the assay's therapeutic range (exact value not provided by account) was received and verified. According to the account, no fibrin or bubbles were noted in the sample and all qc were within range. The account does not routinely check for bubbles in reagents. Medical action was not taken based on the first reported result. No report of injury. On 3/6/97, further info was obtained from the account. The repeat value for valproic acid was 88 mg/l and was obtained from a 1:2 dilution.